Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:03 was confirmed in the pump's event history by a baxter service technician. This condition was caused by a faulty channel b air in line (ail) printed circuit board (pcb). The channel b pumphead module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced failure code 810:03, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4)